Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratched display window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 6.5 mmol/l. Customer changed the reservoir and the infusion set. Filling and priming were not possible to exit the menu. Customer was in the hospital to give birth. Insulin pump will be replaced. Two old insulin pumps have not been returned yet. No further assistance needed.